Event description:
It was reported that a patient control module allowed medication to freely flow through although the medication demand button was not pressed. The reporter stated that the device¿s reservoir did not seem to retain any solution. This occurred during filling with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 11, 2013 - june 20, 2013. The device has been reported to be available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation: baxter received one sample for evaluation. Visual inspection with a stereoscope and flow testing was performed. The device was filled with water from the syringe. When the actuator was engaged, water flowed from the device. The sample was working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.